Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, adjustment not possible.

Manufacturer narrative:
The shuntassistant was received in the returnkit as a shunt system and the valves were inserted into a liquid. A visual inspection was performed and no abnormalities were found. A penetrability test was performed at a hydrostatic pressure of approximately 30-40 cmh2o in the flow direction. The test showed that the valves were not penetrable. A computer controlled test was performed with a miethke computer testing apparatus to simulate a liquid flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in a vertical position. Distilled water was used as the test liquid. The valve was not penetrable and the so the over-drainage test could not be carried out. There was no failure detected on the device. No further actions are required.